Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode and complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse was unable to reproduce the reported problem and noted that the issue was most likely due to the 3rd-party bovie pencil. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the bovie pencil which was connected to the da vinci erbe system caused a small burn to the incision site. At the time of the event, the robotic portion of the procedure was completed and the patient side cart (psc) was undocked from the patient. During skin closure of the four port sites, the bovie pencil (a 3rd-party manufacturer product) actively sparked twice, creating a burn to the patients skin. Generator energy settings were set to coagulation - 4 and cut - 4. The skin was resected around the burn, and was able to be closed with suture and dressings. The bovie pencil was then replaced and the energy settings were adjusted to coagulation - 3 and cut - 3. The remainder of the closure was completed without any further complications. The patient is recovering well.